Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
On thursday (B)(6), the surgeon performed a total hip revision due to dislocations that the patient was experiencing as communicated by the surgeon. Once the hip was exposed, it was discovered that the 28mm femoral head had disassociated from the 42 mm mdm outer poly head. Once the cup and stem position were further evaluated, the surgeon chose to trial a new liner, mdm head, and 28 head and reduced it to check stability and rom. Once reduced the surgeon chose to proceed with the actual implants (42e mdm liner, 42e mdm poly head, and a v40 28mm +4 cocr head).

Manufacturer narrative:
An event regarding dislocation involving a restoration adm liner, mdm liner and a metal head was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
On thursday (B)(6) the surgeon performed a total hip revision due to dislocations that the patient was experiencing as communicated by the surgeon. Once the hip was exposed, it was discovered that the 28mm femoral head had disassociated from the 42 mm mdm outer poly head. Once the cup and stem position were further evaluated the surgeon chose to trial a new liner, mdm head, and 28 head and reduced it to check stability and rom. Once reduced the surgeon chose to proceed with the actual implants (42e mdm liner, 42e mdm poly head, and a v40 28mm +4 cocr head).